Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17493881 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported one cath tempo 5f sim 2 100 cm used in patient procedure was a type ii endo leak embolization. Catheter kinked and split under torquing. Additional information has been requested.

Manufacturer narrative:
The sections have been updated accordingly. A 5f sim2 100cm tempo catheter was used in a patient for a type ii endoleak embolization procedure. However, the catheter kinked and split under torqueing. Multiple attempts were made to obtain additional information without success. The device was not returned for analysis. A device history record (DHR) review of lot 17493881 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) kinked/bent¿ and ¿catheter (body/shaft) puncture/cut¿ could not be confirmed as the device was not returned for analysis. The exact cause of the kink or puncture/cut could not be determined. Based on the limited information available for review, it is unknown what factors may have contributed to the kink and split reported; however, vessel characteristics (maneuvering through an evar graft) and/or procedural/handling factors (such as torquing against resistance or excessive torqueing) are possible. According to the instructions for use (IFU), ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported one cath tempo 5f sim 2 100 cm used in patient procedure was a type ii endo leak embolization. Catheter kinked and split under torquing. Multiple attempts were made without success to obtain the device and additional information.